Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle went through the bd insyte¿ IV catheter. This event occurred 2 times. The following information was provided by the initial reporter, translated from spanish: "catheter that opens in the middle of the patient and does not allow advancement without a needle."

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that the needle went through the bd insyte¿ IV catheter. This event occurred 2 times. The following information was provided by the initial reporter, translated from spanish: "catheter that opens in the middle of the patient and does not allow advancement without a needle."